Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not lock. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.